Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product name: micra, model #: mc1avr1-delsys / expiration date: 14-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation?: no. Mfg date: 05-nov-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced cardiac perforation with subsequent effusion and tamponade. It was also reported that the patient experienced mental deterioration associated with venous blood recirculation and emergent open heart repair was performed. The leadless implantable pulse generator (ipg) was attempted/not used and replaced. No further patient complications have been reported as a result of this event.